Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was urgently transplanted for suspected thrombus.

Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.